Manufacturer narrative:
The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Lvad implantation is associated with numerous risks. Serious and life threatening adverse events, stroke and bleeding have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. While the root cause of the event cannot be conclusively determined, with review of the available information there is no evidence to suggest a relationship to any device performance or manufacturing issues. Factors which may have contributed to the stroke in this patient include clinical factors including comorbidities and anticoagulation therapy. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted

Event description:
It was reported from the site that the perfusion and cardio vascular surgeon on (B)(6) 2016 reporting the following: "patient started complaining of nausea on (B)(6) which worsened to include a severe headache on that monday. The patient was also reported to be more lethargic as well. CT head done on (B)(6) showed an "extensive loculated extra-axial hemorrhage along the left cerebral hemisphere with likely active bleeding and probably with both an epidural and subdural component. Mild rightward sufalcine herniation noted also compression of the left lateral ventricle and mild enlargement of the right ventricle. Also left cerebral sulcal effacement suggests edema." The patient was on IV heparin and asa 325mg daily at the time of the event. Ptt levels were therapeutic. Site reported that blood pressures (bp) had remained stable in the 70's-80's. Patient was intubated and taken to operating room (or) for decompression and hematoma evacuation. Head CT post-or showed "an evacuated hematoma with residual hemorrhage seen most pronounced within the left posterior parietal region." As of (B)(6) 2016: "patient is doing well, following commands. Per neurology, maintaining na levels >145 (pt was running 130s). Repeat head CT planned for today and if improvement is seen, neuro will likely be okay with na levels of 135-145. While this cs was on site, bp was elevated, 115/73 (87). Registered nurse reported that the patient has been in pain which has been more difficult to control. If after the CT his bp was still elevated they would likely start IV nicardipine. Log files being sent shortly. Still remains in critical condition at this point in the ICU for close monitoring." Information received on (B)(6) 2016 stated that the patient regained full range of motion and was stable in the unit, extubated and following commands. Stroke symptoms have resolved. No additional information provided. Inr on admission 1.0tte on (B)(6) showed: slight improvement in lv function from prior studies (improved from severe to moderate dysfunction). Flow through the vad was not assessed. Septum positioned well at lower speed. Mild ai.